Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the spike connector was detached from the drip chamber. The reported condition was verified. The cause of the condition was due to machine failure during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of a plexitron solution set was detached. This issue was observed during priming with saline solution prior to patient use. There was no patient involvement. No additional information is available.